Event description:
The device was being used for thrombectomy of a poly-tetra-fluoro-ethylene dialysis graft, and did not appear to be working. When it was withdrawn and inspected, the impeller was not rotating.